Manufacturer narrative:
Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a patient event, it was reported that the device lost power and it would not power back on. The device was connected to the patient and there were two ¿no shock advised¿ ECG analysis before the device turned off. The patient was transported to the hospital and their current condition is unknown. The customer reported that the device was showing three bars in the battery gauge when it was checked prior to the event earlier in the morning. The device is stored in an ambulance and the operators check the device every morning. There were no reports of adverse effects to the patient as the result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported issue. Physio observed that the battery which was installed into the device had one depleted cell, which ultimately led to the battery failing to keep the device powered on during the patient event. The device itself passed all performance and functional testing. The cause of the reported issue was determined to be due to a depleted cell within the device battery. The customer received a replacement device.